Event description:
It was reported that wand was being used and a small white piece of plastic came away from the head. Piece fell into the patient and it was recovered with graspers. A backup was available to complete the procedure with no major delay or patient injuries.

Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. Visual inspection under magnification of the wand shows minimal electrode wear. Missing plastic parts were not found on the returned wand. The spacer was intact. There are no manufacturing abnormalities visually observed with the returned wand. The device was connected to a compatible quantum2 controller and did not work; but registered an e-7 error message. The e-7 error was bypassed and was activated in saline solution at the default and max settings on the controller and performed as intended. The suction lines were tested and performed as intended. The complaint was not verified, as the reported complaint event could not be duplicated. The root cause could not be determined with confidence, may there came a piece of tissue away from the wand. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.